Event description:
It was reported following uneventful filter placement via a femoral approach, this filter immediately migrated cephalad. The filter remains in the inferior vena cava with the apex of the filter in the right atrium and the filter legs level with the hepatic vein. The pt is being treated with anticoagulants. The pt's condition is fine and to date no further action has been taken. This device remains implanted. Therefore, no failure analysis will be available. The co's follow up could not confirm if a pre-placement cavogram was performed prior to filter placement or if continual flushing of the carrier system during the implant procedure was performed. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies...do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."